Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise which resulted in an inappropriate shock and pacing inhibition. Additional information was received that noise was reproduced on both the atrial and ventricular channels, although no atrial lead was implanted.